Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer¿s friend/ family member reported that the patient was implanted on (B)(6) 2016. She was at 0.0v and therapy was not helping with bladder control. The reporter increased the patient¿s stimulation to 1.5v and she could feel stimulation. The patient went to the bathroom and it was working for her symptoms. They wanted to clarify which incision was for what component. They read the manual and it said not go beyond the settings suggested by the health care professional (hcp). It was also noted that the hcp did not suggest what the highest should be and nobody explained the difference between programs. Further information received from the patient on 14-oct-2016, it was reported that the device never worked very well for her and her doctor performed another procedure that worked much better. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.